Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible tone from their implantable cardioverter defibrillator (ICD). A remote transmission revealed the right ventricular (rv) lead had triggered a lead integrity alert (lia) and a possible lead fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.